Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened act button dome switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 400 mg/dl, which the customer was attempting to treat with the insulin pump. The customer also reported that when changing the site earlier, the act button was sticking. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.